Manufacturer narrative:
Button error alarm and no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and broken pump belt clip slot.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 229 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.